Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was performed with tandem technical support (tts) and no issues were identified. Multiple follow up attempts were made by tandem technical support, but no response was received by the customer. No additional information was provided. Customer¿s blood glucose (bg) level was approximately 106 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.